Manufacturer narrative:
Device code 419 relates to 1354 and 1293 for the reported event of "balloon leaked and had pinholes."

Event description:
This is the same case and patient as MFR report # 3005099803-2011-04184. This report pertains to the first of two devices. It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure in (B)(6) 2011 (exact date unknown). The patient age was reported to be over 18 years. According to the complainant, the balloon was inflated to a certain pressure (exact pressure unknown) and began to leak contrast. A mixture of saline and contrast was used to inflate. The balloon was deflated and removed from the patient. The balloon material was then noted to have many pinholes and the physician thought the holes may have been due to small stone fragments present in the stricture of the ureter. The physician was able to get past the ureteral stricture with a scope and complete the procedure with no patient complications. The patient's condition at the conclusion of the procedure was reported to be "stable."

Event description:
This is the same case and patient as MFR report # 3005099803-2011-04184. This report pertains to the first of two devices.it was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure in (B)(6) 2011 (exact date unknown). The patient age was reported to be over 18 years.according to the complainanant, the balloon was inflated to a certain pressure (exact pressure unknown) and began to leak contrast. A mixture of saline and contrast was used to inflate. The balloon was deflated and removed from the patient. The balloon material was then noted to have many pinholes and the physician thought the holes may have been due to small stone fragments present in the stricture of the ureter.the physician was able to get past the ureteral stricture with a scope and complete the procedure with no patient complications. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event.the device was returned with the balloon material folded. A visual and tactile analysis of the returned device revealed that there was no damage noted to the shaft. In addition, there was evidence that suggested that the balloon had been previously prepped. A functional analysis of the returned device revealed that there was a leak. A microscopic examination of the balloon was performed, and a pinhole was observed at the distal edge of the proximal markerband. In addition, creases were noted on the balloon. The investigation concluded that operational context contributed to this event.